Event description:
Physician was attempting to advance a stent catheter during a cardiac angiogram. The stent catheter bent and when straightening the catheter back, it broke into two pieces. The stent catheter was then able to be removed with hemostats. No patient harm.